Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was admitted to our hemodialysis room for maintenance hemodialysis treatment due to chronic renal failure. On (B)(6) 2025, during the insertion of a right internal jugular catheter using the hemostar, kraft site that is loose and implanted subcutaneously that won't grow and stay in place, making it difficult to fix the catheter to the patient's subcutaneous tissue. Vein was replaced with a dialysis catheter with a polyester sleeve. The patient did not experience any adverse reactions.

Event description:
On (B)(6) 2025, a patient was admitted to our hemodialysis room for maintenance hemodialysis treatment due to chronic renal failure. On (B)(6) 2025, during the insertion of a right internal jugular catheter using the hemostar, damage was found around the polyester sleeve of the dialysis catheter, making it difficult to fix the catheter to the patient's subcutaneous tissue. Vein was replaced with a dialysis catheter with a polyester sleeve. The patient did not experience any adverse reactions. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, two electronic photos were provided for review. The photo shows a partial view of a dialysis catheter placed over the product tray. Blood residues were noted over the cuff and catheter. No anomalies were noted. Manufacturing evaluation states that the cuff section was marked with a red circle as the affected part to be evaluated. Closer inspection revealed no damage to the cuff edges due to blood obstructing its visibility. The cuff was noted to be placed within specifications. No damage was observed across the sample. The investigation is inconclusive for reported loosening of implant not related to bone-ingrowth and expulsion issues as the exact circumstances at the time of the reported event cannot be verified from the provided photos. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.